Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source did not work and had an issue with the power switch. The issue occurred during the inspection for use. There were no reports of patient harm.